Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 774385) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("hair loss"), laryngeal disorder ("otorhinolaryngology issues"), nasal disorder ("otorhinolaryngology issues") and ear disorder ("otorhinolaryngology issues"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dizziness, alopecia, laryngeal disorder, nasal disorder and ear disorder outcome was unknown. The reporter considered alopecia, dizziness, ear disorder, genital haemorrhage, laryngeal disorder and nasal disorder to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-feb-2021. The most recent information was received on 05-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 774385) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("hair loss"), laryngeal disorder ("otorhinolaryngology issues"), nasal disorder ("otorhinolaryngology issues") and ear disorder ("otorhinolaryngology issues"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dizziness, alopecia, laryngeal disorder, nasal disorder and ear disorder outcome was unknown. The reporter considered alopecia, dizziness, ear disorder, genital haemorrhage, laryngeal disorder and nasal disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.